Event description:
On (B) (6) 2010 pt reported he noticed dried blood around his infusion site. Pt stated he changed his infusion site earlier today. Pt reported his blood glucose has been a little elevated today with his readings in the upper 100's mg/dl. Pt's normal blood glucose is 127 mg/dl. Pt is new to pump therapy and has been on the infusion device for just 48 hours. Had pt removed the infusion site; pt stated the cannula was bent and he had insulin around the infusion site adhesive area. Pt reported when he put in the new infusion site today using the insertion assist device, he did not cock back the device; he just pushed the infusion set in. Assisted pt with inserting a new infusion site. Had pt connect back to his infusion site and bolus 0.5 units of insulin to fill the cannula. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.